Manufacturer narrative:
The initial reporter did not provide an email address or fax number. Therefore, this component was left blank. Physio-control evaluated the customer's device and was able to duplicate the reported issue. The therapy cable was replaced to resolve the issue. After unrelated repairs were completed and proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the therapy cable was defective. As a result defibrillation therapy may be unavailable, if it was needed.